Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker previously showed eight years remaining longevity. During the recent check, the device showed five and a half years remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 34 microwatts; however this device was consuming 56 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker previously showed eight years remaining longevity. During the recent check, the device showed five and a half years remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 34 microwatts; however this device was consuming 56 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.